Manufacturer narrative:
Submit date: 07/01/2016. A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. All DHR¿s are reviewed for quality inspections and parameter compliance prior to releasing the product for distribution. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no additional information has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports the lite handle cover ripped. Neither patient injury nor medical intervention has been reported.